Event description:
Same case as 2134265-2013-04181. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion was located in an unspecified fistula. A 10.0 x 80, 75cm gladiator balloon catheter was selected to treat the lesion and the balloon was inflated to 12 atmospheres and ruptured. The balloon catheter was successfully removed from the patient. Then the physician attempted to use an 8.0 x 80, 75cm gladiator balloon to treat the lesion, but the balloon ruptured at 12atms. The balloon catheter was successfully removed from the patient. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).